Manufacturer narrative:
Correction on e.3, g.3, b.7 (it was previously reported in b.6). The customer¿s report of over infusion was not confirmed. On the reported event date (B)(6) 2020, the suspect device was programmed with an infusion of 504.6 ml of etoposide to infuse at a rate of 21 ml/hr. The device experienced multiple alarms for air-in-line and flo stop open. Third-party manufactured parts were observed in the device. Use of third-party manufactured membrane frame can contribute to unregulated flow without an alarm. The membrane frame was observed slightly dislodged from the bezel frame. Testing showed the device was delivering IV fluids within specification. The root cause of the customer complaint of an over infusion could not be determined. The event administration set was not returned for investigation. Device history review: review of the source device (sn (B)(6) service history record showed the device had a manufacture date of (03/03/2010). A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has been previously returned one (1) time for unrelated service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that etoposide 51.4mg/504.8ml infusion was programmed to infuse at a rate of 21ml/hr over 24 hours. However, the chemotherapy was found to have infused over five hours instead. The oncologist was notified of the event. There was no patient impact. The event occurred at medical oncology unit.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the medical oncology unit the nurse reported that the etoposide IV infusion over infused. The nurse reported that the vtbi was programmed to run over a 24 hour period, however, the infusion was complete in 5 hours. There was no adverse outcome to the patient related to this event.